Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc in the cheek previously on unknown date. A month ago, patient was again injected with juvéderm® voluma¿ xc in the cheek. A week ago, patient had a dental implant procedure, then patient experienced edema and pain in one cheek that is warm and painful to the touch. Patient also feels hard nodules and the eye is swollen. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00091 (allergan complaint #(B)(4). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc.